Event description:
Consumer reported that she inserted a tampon and alleged it caused pelvic inflammatory disease. Consumer visited her ob/gyn and was given antibiotic treatment.

Manufacturer narrative:
J&j consumer has requested additional information from the consumer. This report is closed and will be updated as new or significant information is received.